Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 209 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. Pump was stuck in motor error alarm loop and encoder alarm noted in alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform unexpected error test, occlusion test, excessive no delivery test due to motor error alarm. No alarm noted. The insulin pump had a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.